Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation an unrelated reportable malfunction was discovered. During investigation the electrode was unable to communicate with the monitor. The cause of the failure was the trunk cable was pulled from the strain relief pulling the pulse wires apart inside the distribution node, shorting them together. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the rear therapy electrode. The patient's electrode belt was found to have a gel leak in the rear therapy electrodes. The patient reported they suspected an antibiotic to contribute to their rash initially. The patient physician advised the patient to use an antifungal cream. The patient's medical condition improved. During evaluation of the electrode belt sn (B)(4) for the reported gel leak an unrelated reportable malfunction was discovered.